Event description:
Boston scientific received information that this product was part of a system revision due to erosion protruding through the patient's skin. Prior to this event, the patient had been treated with antibiotics for cellulitis. The day prior to admission to the hospital the patient reported the device pocket to be swollen and red. Cultures of the pocket were taken and are no infection has been reported as of yet. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.